Manufacturer narrative:
Based on the information provided for this issue, although an alarm was always generated for leads off, if the caregiver was expecting a red alarm and the device provided a lower priority yellow alarm, then there is a potential for delayed caregiver response and serious injury or death could occur. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be sent once the investigation is completed.

Event description:
The customer alleged that an alarm was being generated at the central station for leads off, although the alarm was alleged to be intermittently a lower level yellow inop alarm than the expected red three star alarm. There was no death or serious injury reported for this incident.